Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: opening curved on posterior, crease fold and delamination of the plug strap disk shell. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and delamination of the plug strap disk shell. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. No observed particles in the valve. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A delamination partial of the plug strap disk (adhesive failure).

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Event description:
Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.